Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to the previous legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the event of ¿no image¿ occurred due to a faulty circuit board (ex). However, the specific root cause of the faulty circuit board could not be determined at this time.

Event description:
The customer reported to olympus, the visera elite video system center had no image after receiving the endoscope, and the image is black. The issue was found during preparation for use for an otolaryngology examination and the procedure was completed with another of the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found that there was a faulty scope connector socket causing the blackout image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.